Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to loose protruded drive support disk; unable to complete functional testing including occlusion test and excessive no delivery alarm test due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, a21 error test, displacement test and rewind. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose levels. The customer mentioned damage to their insulin pump. The customer states the pump is cracked at the reservoir compartment. The customer states their levels had been as high as 325mg/dl and low as 43mg/dl. The customer states they were treated at the hospitalized and released. The customer declined to troubleshoot for the high and lows. The customer was advised the pump would be replaced and returned for analysis.